Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The history log was reviewed, the pump was ran in user mode and disassembled. The reported 1870/1871 error problem was duplicated. This is a motor timeout error that can be caused by debris, a broken optic sensor, locked motor or faulty main board. When the pump was opened it was determined that an optic sensor lead was broken. The damaged optical sensor will be replaced.

Event description:
Information was received indicating that a smiths medical pump presented with error 1871 during testing. There was no patient resent at the time of the event. There were no reported adverse events.